Event description:
It was reported that the patient was not feeling stimulation sensation. The patient thought the implantable neurostimulator (ins) was on for a short time post implant but symptom control was ¿negligible.¿ the ins had reportedly been turned off since then. At the time of the report, the patient was assisted with properly utilizing the patient programmer and antenna in order to turn the ins back on. The reporter indicated that was the first time it had been turned on to try and control the patient¿s symptoms in the past week to 10 days. The patient was ¿extremely frustrated with the device.¿ it was reported that the patient was unable to adjust stimulation. The patient was given a new patient programmer but that still did not work. The patient was; however, able to establish communication between the programmer and ins at the time of the report, with and without the antenna. The patient's ins was indicated to have been off. While the patient was attempting to turn down his settings, he ¿all of a sudden¿ received a jolt which hurt him. This was because the patient accidentally turned the ins on prior to decreasing the settings. The patient¿s amplitude setting was decreased from 3.4v to 3.3v and he could feel stimulation in his anus but it was ¿very strong.¿ then, the patient could not feel stimulation anymore but the ins was still on. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4): product type programmer, patient; product ID 3 889-28, lot# va080t8, implanted: (B)(6) 2013: product type lead. (B)(4).